Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped, vacuum pulled. During insertion through the teflon sheath, the catheter got stuck in the sheath. As a result, the iab and the teflon sheath were removed in one piece. Another iab was prepped and inserted over the existing spring wire guide (swg) and through a new sheath. There was no reported death or injury. Medical/surgical intervention was not required. It is unknown as to the timeframe in which the delay/interruption occurred, however, there was no harm to the patient. There were no reported patient complications and the patient outcome is ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.